Event description:
It was reported the epg (external pulse generator) powered off by itself, "cannot pace," and powered on slowly. The epg was replaced with a back-up device and returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).